Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had difficulty releasing the clip after getting hung up in the jaw. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. After the clip was applied, there was difficulty releasing it. After engaging the clip, one of the semicircle rings at the end of the jaws did not allow for effortless release of the clip in comparison to the other three. The type of clips used were the medium-large hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU) manual. The subject medium-large clip applier instrument was on the 1st clip application when the incident occurred. The issue was resolved with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium -large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Manufacturer narrative:
The medium -large clip applier instrument was analyzed and found to have a severely bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.